Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative for an event that occurred after the initial surgery. The patient underwent an initial surgical procedure of posterior spinal fixation and an anterior replacement at t3 with l2 vertebral column resection (vcr) on (B)(6) 2020 using medtronic screws and cage. A revision surgery was performed on the patient because of loosening of screw due to new fracture of t12 vertebral body. During the procedure medtronic screws were removed and were replaced with non-medtronic screws and hook. No malfunction was reported for the screws and the cage and loosening of the screws was due to osteoporosis in the patient. Product will not be returned since it is with the patient. No patient injury/complication was reported.